Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient

Manufacturer narrative:
Based upon the clinical evaluation, the reported endoleak was confirmed to be a persistent, non-device related type ii endoleak. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation clinical review, the root cause of the endoleak appears to be the result of a persistent type ii endoleak, not the reported type iiia endoleak.

Event description:
It was reported that approximately 26 months post implant of a bifurcated device and a suprarenal aortic extension, the patient had a computed tomography (CT) scan indicated the patient had an endoleak. The physician decided to correct the endoleak by implanting a infrarenal aortic extension. The patient was reported to be doing good post procedure.